Manufacturer narrative:
One 4 lesion nt2000" pain management rf generator was received into the lab for analysis. Ac power was applied to the rf generator and a successful power on self-test was observed. Inspection of the internal components revealed a electrically failed and discolored capacitor at the c49 location on the radio frequency control board which resulted in the thermal event reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. Based on the information provided to abbott and the investigation performed, the root cause of the reported event has been isolated to abnormal functionality of the radio frequency control board.

Event description:
When the rf generator was unplugged, it began to smoke and there was a burning odor at the electrical outlet where the system was plugged in. It was noted that the generator was just received late last week as it was a replacement for a generator they sent in for repair and it had not been used until this point. There was no patient involved in this event.